Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, and exchange due to patient¿s concerns with the product.

Event description:
Healthcare professional reported for left side, patient's concern with the product and capsular contracture, baker grade iii. Healthcare professional additionally reported exchange due to patient¿s concerns with the product. The device remains implanted.

Event description:
Device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases and white calcification on the shell. Leak test and microscopic analysis was performed which identified: the unit does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: g.2, h.3, h.6.

Event description:
Healthcare professional reported for left side, patient's concern with the product and capsular contracture, baker grade iii. The device has been explanted and replaced.